Event description:
It was reported that the patient experienced scrotal swelling with the inflatable penile prosthesis (ipp) due to an infection near the patient's pump in the scrotum. The ipp was removed, washed out and replaced with ipp. No patient complications were reported.